Event description:
It was reported that the patient had a pleural and pericardial effusion due to a right ventricular (rv) lead perforation and was complaining of chest pain. The patient underwent an echocardiography and the lead was repositioned. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).